Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device recorded two episodes of asystole following the implant, which appeared to be false due to temporary loss of electrode contact. The device is still in use. No patient complications have been reported as a result of this event.